Manufacturer narrative:
The pacemaker and the leads were returned for analysis. After its receipt, the pacemaker first underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. An increase in the pacing threshold was detectable in the data starting from (B)(6) 2020. In a next step, the pacemaker was visually inspected, and the connection system was checked. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this test. The device showed no limitations of its ability to provide therapy. During the lead analysis, the returned leads were extensively inspected visually, electrically, and mechanically. During the inspection of the solia s 60 with the serial number (B)(6), no deviations from the technical specifications were found that could be related to the loss of capture complained about. The lead proved to be in accordance with specifications and free of defects. During the visual inspection of the solia s 60 with the serial number (B)(6), a bent is-1connector pin could be confirmed. This damage was probably caused during the implantation process. The manufacturing processes of both leads and the pacemaker were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that loss of capture was observed for about 4 months after the implantation and the lead was explanted. In the course of the procedure it was also decided to explant the pacemaker.